Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was no longer receiving effective stimulation. Scs ipg was confirmed inoperable. As a result, surgical intervention was undertaken to have the ipg explanted and replaced. Stimulation was reportedly restored post-operatively. Issue has been resolved.